Event description:
Attempt to place arterial line vis usg; arterial access obtained but when advancing/removing needle, kinking of the catheter was visible under the skin. Catheter pulled, revealed distal point of catheter had split down the middle. FDA safety report ID# (B)(4).